Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to not be working properly. According to the report, during preoperative testing the valve was connected via an adapter to a 30 cm drip system filled with saline. The report stated that there was a decrease in the water column from 30 cm to 3-4 cm. It was reported the doctor used another device to complete the surgery successfully. Reportedly, the patient was discharged in a satisfactory condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.